Event description:
Per (B)(6), the interdental was pure metal and cut gums. No additional details (lot, photo,sample).

Manufacturer narrative:
Consumer did not seek treatment. Consumer purchased interdental at park slop coop inc 782 union st brooklyn, ny 11215. Initial report for foreign manufacturer (gda) (153281 reorder#). Initial report for importer/repackager/relabeler (tti) (753220 reorder#). Initial report for distributor (hs) ((B)(4) reorder#).